Manufacturer narrative:
Siemens has shown due diligence in attempting to recieve more information from the customer to perform further investigation however the customer has not responded. The cause of this event is unknown.

Event description:
The customer reported a false negative hcg on their status+ instrument compared to repeat testing on a different sample.there is no report of injury due to this event.